Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 the patient had a worsening of parkinson's disease associated with gait disorder, freezing and falls. There was pain along cable due to tension, pain at the right neck when moving the head. The event had resulted in hospitalization or prolongation of existing hospitalization. A revision and refixation of the implantable neurostimulator (ins) was done and scar tissue was removed around the ins prior to refixation. The pain had resolved. There was improvement with mild residual symptoms. The outcome was resolved without sequelae. The event was unrelated/unlikely related to stimulation, medication or pre-existing/underlying disease and was certain/possible/probably related to the system and surgery.